Event description:
Customer reported system is displaying a "low standard abs" error. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the call. Customer biomed engineer could not duplicate reported problem.